Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. Device was received without the original belt clip. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. See manufacturer report number 2032227-2015-59070. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015. Blood glucose value was over 500 mg/dl. The customer stated that she had no delivery alarms and might have had reservoirs leaked. She experienced frequent urination, thirst, liver failure, heart issues, headaches and nausea. Customer stated she has had liver failure since these incidents. The customer was treated with IV fluids, medication for nausea, manual insulin injections and she had to wait for ketones to clear. Customer was wearing the insulin pump at the time of hospitalization. She also reported the insulin pump is cracked at the screen and reservoir opening. The belt clip broke and she has been wearing the device in her bra. Current blood glucose was 327 mg/dl. She did not have a backup plan and was going to the hospital to get treatment. The insulin pump was replaced and returned for analysis.